Event description:
It was reported that a patient underwent a sling procedure on an unknown date to treat stress urinary incontinence. The patient experienced a mesh erosion and underwent an additional procedure to have mesh removed. No further information was reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.